Manufacturer narrative:
A software investigation was completed and found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that when the surgeon was navigating a probe instrument during a spinal fusion procedure, the trajectory image on the navigation system screen flipped right to left randomly. The medtronic representative reported the image flipping does not occur on the synthetic ap or synthetic lateral view. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.